Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with symptoms of dizziness presented remotely via merlin.net with multiple episodes of noise reversion. The patient was brought into clinic for follow up. It was noted that the right ventricular - rv lead was exhibiting noise oversensing causing inhibition of cardiac pacing. The noise was not reproducible. The rv lead was reprogrammed and the patient was in stable condition afterwards.